Event description:
It was reported the customer was hospitalized for borderline diabetes ketoacidosis. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was around 400 mg/dl. The customer also stated they had the flu and was dehydrated prior to being hospitalized. Customer was able to stabilize their blood glucose at the hospital and was released. The customer also reported having bent cannulas for the past couple of months. It was also found the customer's infusion set was kinked prior to them vomitting. The customer was also able to confirm that their insulin pump did not cause their hospitalization. Customer was wearing the insulin pump at the time of hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.